Manufacturer narrative:
A f/u report will be filed if more info becomes available.

Event description:
It was reported that the iab was prepped per instructions. The md inserted the iab sheathless via the left femoral artery. After insertion, the iab was connected to the iab pump, and the fos did not function. As a result, the md removed the iab and inserted another brand iab. There were no reported pt complications.